Event description:
Allegedly primary surgery was performed at (B)(6) 2008. When the patient came to the hospital at routine medical checkup ((B)(6) 2014), the surgeon found the loosening/dislocation of the cup. So the surgeon performed the revision surgery at (B)(6) 2014. As an observation during surgery, the surgeon couldn't find the observation of metallosis. But the joint fluid had changed to ginger. The surgeon believe this incident is armd. The surgeon couldn't remove the modular neck from the stem during revision surgery. Finally, he removed the cup and the head, and the surgeon left the neck and the stem into the patient body. The surgeon wants us to investigate both articulating surfaces and why couldn't the neck remove from the stem? He wants to know the mechanism for this incident. We only return the cup and the head. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-01205.